Manufacturer narrative:
(B)(4). The complaint device was not received for analysis. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that shaft perforation occurred. The target lesion was located in a coronary artery. A 20mm x 3.00mm nc quantum apex¿ balloon catheter was loaded onto a wire; however the back end of the wire exited in a wrong spot, thus perforating the side of the balloon shaft. The device could not be advanced further onto the wire and the procedure was completed with another of the same device. No patient complications were reported.